Event description:
The super multivac 50 coblation wand in use during a shoulder arthroscopic evaluation of labrum and labral debridement. Wand brushed along the cannula during its removal. Metal portion of tip was noted to be missing. X-ray confirmed that metal portion of tip was retained inside patient. Attempt to remove metal tip was unsuccessful.